Event description:
It was reported that after completing an ra tach ablation the patient's blood pressure dropped slightly. A transthoracic echo was performed to reveal a small pericardial effusion. No intervention was performed, the patient remained stable and blood pressure normalized on its own. The patient had pericarditis and it was possible the effusion was present pre-ablation but no echo was done pre-ablation to verify this. The patient was stable.

Manufacturer narrative:
The concomitant products: carto 3: model # m-4800-01 serial # (B)(4); stockert: model # m-5463-01 serial # (B)(4); coolflow pump: model # m-5491-02 serial # (B)(4).